Manufacturer narrative:
(B)(4). The subject rt380 adult dual-heated evaqua2 breathing circuits have been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in the united kingom reported via a fisher & paykel (f&p) healthcare field representative, that the expiratory limb of two rt380 adult dual-heated evaqua2 breathing circuits were found cut, resulting in a gas leak. There were no reported patient consequences.